Manufacturer narrative:
Result - damaged nurse cable.

Event description:
It was reported by service report that the bed exit at the nurse station is not working. It is unknown if there was patient involvement or adverse consequences reported.